Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a 0.0350¿ long particle of cellulose located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the backflow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area.

Manufacturer narrative:
Concomitant medical products: 250ml b.braun ndc (B)(4), lot number j7l071, exp 09/19, 0.9% nacl; 150ml sagent bag ndc (B)(4), lot number 70008, exp 12-2019, levofloxacin, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn lowered the primary infusion to allow for the secondary non-bd infusion set containing 150ml of levaquin (750mg) to infuse over 90 minutes however it was noted to back flow into the primary bag instead of the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn lowered the primary infusion to allow for the secondary non-bd infusion set containing an antibiotic to flow however it was noted to back flow into the primary bag instead of the patient. There was no report of patient harm.